Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that a timing issue whereby the r wave was blanked by an atrial paced event as well as far p wave oversensing was noted on the implantable cardioverter defibrillator. Programming changes were made. There were no re-occurrences post reprogramming. The patient was stable.